Manufacturer narrative:
After inserting a battery, unit received with failed battery test, problem isolated to pcba1. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery alarm due to the failed batt test alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that their insulin pump had power loss issues twice today but insulin pump was still powered on. Customer reported that the copper plate in battery cap seemed to be secured. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. ¿